Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After replacing the main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not responding to the shock button presses and the power button was working intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced main keypad at the product analysis center (pac) and determined the cause of the reported issue to be user maintenance, as there were clear traces of contamination found surrounding and behind the power button.

Event description:
The customer contacted stryker to report that their device was not responding to the shock button presses and the power button was working intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.